Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low rectal resection, while the device was being applied to the rectum, the surgeon was able to press the green button and squeeze the handle, but the instrument did not fire. A new device was used to complete the case. There was no injury.